Event description:
It was reported to philips that there was a complete mechanical movement failure on the allura system. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that the review module was failed, the leds on review module were blinking and no power to table and emergency stop was activated. Upon troubleshooting actions, fse checked the cable connection between the sib to rcbc, tcbc and identified that when unplugging the x22 cable on tcbc the issue disappeared. Fse confirmed that the issue with tcbc (box tcbc board ad7). Fse replaced the tcbc. After replacement, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur.